Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Device was monitored and functioning properly. No pump error 43 alarm noted. Device received with cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an error in the motor was detected by reading unexpected value from hall sensor. The customer¿s blood glucose level was unknown at time of incident. The customer stated that insulin pump was not able to rewind. Troubleshooting was performed. The insulin pump will be returned be for the analysis.